Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a manufacturer representative reported a consumer came into the hospital because of a ¿call doctor¿ message, with presumably a power on reset (por) message. It was noted that since the consumer had a CT scan in feb/mar, the call doctor message had appeared in feb/mar, in apr/may, and at this point in august. All three times, she had to go to the hospital where they had to reprogram with the clinician programmer, all three times were successful, therapy was turned on, and the consumer felt it. Because this happened three times in the last half year and considering that the implantable neurostimulator (ins) could be reaching end of service (eos) soon, it was discussed that it might be better to schedule the consumer for an ins replacement. The ins was implanted in 2009. It was discussed with the consumer that in the meantime the ins would be turned off to prevent sudden loss of therapy. Additional information received from the representative reported the settings as c1/c2/c3 with tightness sensation and uncomfortable to the consumer, c4 at 0.9 v comfy tapping sensation lower left button, c7 comfy described as throbbing lower left buttock, and was turned off with doctor sign and por error message on presentation in clinic. A replacement procedure is planned for (B)(6) 2017. Symptoms were noted as symptoms returned, implant switched off on own accord and showed error message three times within six months. Cause of the message was noted as possibly because the ins was at end of life. There were no further complications reported and/or anticipated.